Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead previously exhibited loss of capture and low impedance. The patient presented for lead revision on (B)(6) 2018. The lead was capped and replaced. The patient was doing well after the procedure.